Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the fridge was failed to open. The customer stated that this malfunction caused a delay to the patient care and the user managed to get medication from main pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the fridge was failed to open. The customer stated that this malfunction caused a delay to the patient care and the user managed to get medication from main pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator door was failed to open. The field service engineer (fse) had addressed an issue involving the remote manager, which was failing intermittently. To resolve the problem, the fse replaced the latch. After the replacement, the system was tested and confirmed to be functioning properly. The system functioned as intended after the field service engineer repaired the device.